Event description:
It was reported that an unknown white colored particle appeared stuck to the edge of the optic after intraocular lens (iol) implantation into the capsular bag. The surgeon managed to easily remove the matter using their phaco handpiece. Account indicated that the surgery did not appear to be affected apart from a short delay, one minute. Directions for use were followed. Patient status post surgery is unknown. No medical or surgical interventions were mentioned. No further information was provided.

Manufacturer narrative:
Explant date: n/a, as lens remains implanted. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.